Event description:
Regarding the sherlock 5fr solo power PICC, i.v. Therapy/med surg manager stated that they used two trays within two days both patients had blood lots in their arms. Pt m.d. Had her PICC placed in left cephalic (placed by ivt s.s). On (B)(6) 2014, arm noted to be swollen, tender, painful below PICC line with some numbness tingling to fingers. Ultrasound not available on saturday. Md ordered PICC line removed (B)(6) 2014 by ivt.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reya2126 showed one other similar product complaint(s) form this lot number.